Event description:
It was reported that sensor was placed following a craniotomy. The device functioned for 2 dyas and then pt underwent MFR. Following MFR, the sensor did not work and examination of pt found the sensor wire has melted onto the pt's scalp. The sensor was discarded by the hosp following removal.